Manufacturer narrative:
The device has not been returned, therefore resmed is unable to confirm alleged malfunction at this time. The issue was most likely due a faulty main power plug at the patients home. (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. There was no patient injury reported as an result of this incident.